Event description:
According to the reporter, during laparoscopic sigmoid resection procedure, the surgeon had difficulty removing the stapler from the cavity and the tiltop was still in the colon after firing and open with 4 halve turns. No component fell into the patient cavity.to resolve the issue the surgeon repeat the anastomose with a new instrument. The procedure time was extended for about 60 minutes due to the device problem.

Manufacturer narrative:
Patient code-c64343(re-anastomosis /extended or time) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five representative and two devices opened by the account, one clinically applied and one was labeled retested. The visual inspection of the clinical staple guide noted the instrument was fully applied. The visual inspection of the retested staple guide noted formed staples in the staple pockets. The visual inspection of the representative staple guides noted the presence of full complements of staples. The anvil of the clinical instrument was observed to be tilted and separated from the instrument. The anvil of the retested instrument was observed to be tilted and attached to the instrument. The anvils of the representative instruments were observed to be not tilted and attached to the instruments. A microscopic examination of the clinical device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the clinical cutting ring/mylar cover. A shallow knife impression was observed along the cutline impression in the retested cutting ring/mylar cover. Functionally, the devices were applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damage, and the staple lines were properly formed. The anvils did not disengage after unclamping 2 full turns after firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Additionally, the investigation detected an unreported condition of shallow traces of knife impression in the retested anvil that has no relationship to the reported conditions. No further actions have been deemed necessary at this time. Based on the evidence available the reported conditions of difficulty removing the stapler from the cavity and the tilt-top was still in the colon after firing and open with 4 halve turns were not confirmed. Replication of the unreported shallow traces of knife impression in the retested anvil condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical a pplication. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squee zes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection procedure, the surgeon had difficulty removing the stapler from the cavity and the tiltop was still in the colon after firing and open with 4 halve turns. No component fell into the patient cavity, to resolve the issue the surgeon repeat the anastomose with a new instrument. The procedure time was extended for about 60 minutes due to the device problem. There was no patient injury.